Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the cardiac (9600) system would fluoro in the ap position, but not in the lateral. There was no report of pt injury.